Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 30 mg/dl. Customer stated that she was also hospitalized in the spring and september. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.